Event description:
Complainant alleged that during a routine shift check by a clinician. The device displayed "defib disabled", "defib fault 72", and "defib fault 76" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp the malfunction was duplicated and attributed to a faulty resistor on the pace/defib engineer board. Analysis of reports of this type has not identified an increase in trend.